Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side deflation of a tissue expander. Device was replaced with a breast implant.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two curved openings and red particle material was found on the shell. A leak test was performed which identified openings. A microscopic analysis was performed which identified one extended striated opening and two puncture openings. Based on the device analysis the final assessment is: one extended opening striated assessed as surgical damage and two puncture openings punctured assessed as surgical damage.

Event description:
Healthcare professional reported an unknown side deflation of a tissue expander. Device was replaced with a breast implant.